Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform voltage test and unit fail. The customer complaint was undetermined because the device has no voltage and cannot be tested. The reported event of unrecoverable loss of antenna passed threshold could not be determined. A root cause could not be determined.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a permanent out of range signal that occurred on (B)(6) 2014. At the time of contact, the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).